Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins). It was reported that there was poor communication seen with the programmer. The reporter stated that they were putting the antenna up against the patient¿s back and they got the poor communication screen and the number 0.9 volts. The reporter wanted to turn the ins up because it was not working for the patient (no therapeutic effect) as they needed to go to the bathroom every 30 minutes (they were going every 2 hours before the trial). The reporter noted that they were trying to increase the stimulation with the programmer but it was not working. They used the antenna and, when it was confirmed that it was securely attached and synchronized to the ins, the issue was not resolved. It was noted that the patient was recently implanted. When the reporter was directed to place the antenna up against the bandage, they were able to connect to the ins and see the stimulation was on and set at 0.9 volts. Once the reporter tried to increase the stimulation, the screen went back to the poor communication screen. Placing the programmer directly over the ins and synchronizing did not resolve the communication issue. It was reviewed with the reporter to attempt to communicate once the swelling is gone/bandages had been removed. The reporter was also redirected to the patient¿s healthcare professional (hcp) to discuss the patient¿s symptoms. Additional information was received from the consumer on (B)(6) 2018 regarding a patient with an implantable neurostimulator (ins) for urge incontinence, urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the device was not working right after the patient got the implant on (B)(6) 2018. It was unknown if there were any symptoms associated with the event. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.